Event description:
It was reported that buttons on the customer's insulin pump were not working. It was also stated that the numbers were rising while the customer was attempting to program or deliver a bolus. The customer's blood glucose was 4.5 mmol/l. Nothing further reported.

Manufacturer narrative:
All buttons function properly. No damage to keypad traces noted. The connector on lcd board was inspected and it was connected properly. The insulin pump was received with cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.